Event description:
Patient was undergoing a transurethral resection of the prostate. The customer reported that 3l glycine bags were being consecutively spiked and replaced by the circulating nurse while glycine was delivered via gravity. Their routine is to change bags, open the flow wide open, clamp off the empty line, and spike the next bag. After changing bag number 0 or 10, the surgeon visualized a foreign fragment, and was able to remove it from the bladder without significant delay. Subsequently, the fragment was matched up with a broken section in the piercing pin tip area. There was no adverse patient effect.

Event description:
Patient was undergoing a transurethral resection of the prostate. The customer reported that 3l glycine bags were being consecutively spiked and replaced by the circulating nurse while glycine was delivered via gravity. Their routine is to change bags, open the flow wide open, clamp off the empty line, and spike the next bag. After changing bag number 9 or 10, the surgeon visualized a foreign fragment, and was able to remove it from the bladder without significant delay. Subsequently, the fragment was matched up with a broken section in the piercing pin tip area. There was no adverse patient effect.